Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection at the ipg site. The patient's symptoms included dizziness, redness and swelling at the ipg site. The physician does not believe the infection was device related. The patient was given oral and IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection at the ipg site. The patient's symptoms included dizziness, redness and swelling at the ipg site. The physician does not believe the infection was device related. The patient was given oral and IV antibiotics and was reportedly doing well following the procedure.